Event description:
Physician reported the pt "presented to ER with n and v. Unk of start of symptoms. Symptoms worsened over the last couple weeks despite previous fluid removal." Physician reported an event of "gastric prolapsed/band slippage" treated with hospitalization and a lap-band ap system" surgical revision to re-position lap-band ap system (with preservation of same band). Physician also reported a "hernia" treated with a "paraesophageal hiatal hernia repair" during the same procedure.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device was repositioned and remains implanted. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage, hernia, nausea, and vomiting are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage, nausea, and vomiting as follows: band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippage may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Device labeling addresses the reported event of hernia as follows: warnings: caution: a large hiatal hernia may prevent accurate positioning of the device. Placement of the band should be considered on a case-by-case basis depending on the severity of the hernia.